Event description:
Pt receiving IV infusion. Pump running and registering amount infusing but medication not going in. Changed to different pump and same thing happened. Changed tubing and it worked. Pt had to have another IV started due to clotting of first line.